Event description:
It was reported that the patient had experienced increased pain for the past 2 weeks. A cap dye study was done and revealed the catheter had migrated out of the intrathecal space. A catheter revision was done on (B)(6) 2012. It was noted that following the revision, the patient was receiving effective therapy and no withdrawal symptoms reported. The pump was used to deliver hydromorphone and clonidine.

Event description:
Additional information: the reporter said they did a dye study, and she thought that was what made the physician think the catheter was out of the intrathecal space and epidural. The reporter had no idea what drug was in the pump but thought that it was either morphine or dilaudid and was not baclofen. The reporter was unsure how long the issue had been going on but thought it was 2 weeks; the reporter said the patient had ¿fairly increased pain.¿ it was also reported that the physician had been seeing ¿a string¿ of his pump patients with catheters coming out of the intrathecal space after one or two weeks and with use of the butterfly anchor. The physician said it seemed like a bunch of them are slipping out of the intrathecal space; the physician said the last three patients (separate reports were submitted for 2nd and 3rd patient). The reporter said they would bring the clasp together and then suture it down to the ligament. They sutured ¿kind of above and below right where the clasp comes together.¿ a suture was put through the holes of the anchor and then another suture in the groove at the base of the anchor, but the reporter said that it was still coming undone. The reporter thought the catheter was sliding out of the anchor to her understanding.

Manufacturer narrative:
Catheter model # 8709sc, lot # 8709sc, implanted: (B)(6) 2011, explanted: unknown; 8835 personal therapy manager (B)(4).

Manufacturer narrative:
(B)(4).